Manufacturer narrative:
Results- product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forward upon completion. Evaluation summary: quality assurance analysis revealed the stent delivery system (sds) was returned with blood visible in the soft tip, in the guide wire lumen, on the entire length of the hypotube, on the adaption cup, on the coil clip and on the hub. There was contrast visible in the nosepiece. The stent implant was returned pushed to the distal end of the balloon. The proximal end of the stent implant was bent and crushed towards the middle portion of the stent implant. There were 5 struts on the first row of the distal end of the stent implant flared. There is tissue visible on the stent implant. There was no other damge noted to the stent implant. The balloon was tightly folded. The sds was returned with the separation of the hypotube, 2cm distal to the strain relief tubing. There was a kink in the hypotube, 8mm proximal to the separation. There were 3 bends in the hypotube, 7mm distal to the strain relief tubing, 1.5cm and 61cm proximal to the separation. The sds was returned in the sheath introducer. There was an advance guide wire in the sds when returned. The guide wire was returned with blood visible on the tip coils and core of the guide wire. There was contrast visible on the tip coils. There were 2 bends in the tip coils, 4mm and 6mm proximal to the tipball. There were offset intermediate coils, 1mm proximal to the center solder for a length of 3mm. There was no other damage noted to the guide wire. There was no other damage noted to the sds. Quality assurance was unable to measure the outer diameter of the stent implant due to the damge of the stent implant. An attempt was made to advance the sds using a new guiding catheter; the sds would not advance due to the stent implant being bunched at the proximal end of the stent implant. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: difficult to remove requiring medical intervention. Device issue: difficult to remove. It was reported that during a second procedure which involved the treatment of a lesion in the mid lad, and was distal to a lesion that had been treated 3 days earlier, resistance was met while advancing the stent delivery system (sds). The stent passed across the first stent; however, it could not cross the distal lesion which had not been dilated at this point. The stent was dottered back and forth in an attempt to cross the lesion; however, it seemed to be hitting against the distal part of the previously placed stent. This is when it was noticed the stent looked funny angiographically. In trying to remove the stent, they could not pull it back into the guide, so they cut the mini vision sds and placed a larger sheath over everything and removed them as a unit. The lesion was dilated with the voyager bdc, and the procedure was completed with another 2.5x18mm mini vision without issue. No pt effects were reported. No additional event or pt info is available.